Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 456845 implantable pacing lead - (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the device was attempted and not used as during the implant procedure when the physician attempted to plug the right ventricular (rv) lead into the ventricular port of the device there was no ventricular capture. It was noted the physician tried this three times and each time there was not capture. When the rv lead was tested on the analyzer it had good capture threshold. The physician then removed the device and requested a new device to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.